Event description:
It was reported that during a lap inguinal hernia procedure, the introducer punctured the surgeon's finger as they were palpating the external abdominal wall. They changed their glove and completed the procedure. No pt consequence.